Manufacturer narrative:
The field service engineer (fse) found the bsv knob partially loose. He hand tightened the bsv knob and the leak stopped. Samples were run in manual mode and auto mode to verify the repair. Shut down cycle and several start-up cycles were run with no leak detected. (B)(4).

Event description:
The customer reported a leak at the bsv [blood sampling valve] on the coulter® lh 500 hematology analyzer. The leak appears to be diluent and leaked onto the counter. The leak was noticed after startup. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.